Event description:
It was reported the device was subject to the zenex, assurity and endurity laser adhesion anomaly advisory issued by abbott. The pacemaker was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported advisory event, which did not include an allegation of device malfunction, could not be confirmed or ruled out through analysis. Final analysis did not identify any anomalies.